Event description:
The user facility reported that the device failed during its first usage. The cutting edge deformed creating a large burr. Additional information was received from the sales representative on 06/04/2008 that this device malfunctioned while being used on a patient; but no patient injury was reported by the facility. This complaint was one of three involving kerrisons. The neuro-coordinator advised that the cutting edge; the tips of the instruments were bent back on all three kerrisons (see MDR #s: 2430952-2008-00014 & 2430952-2008-00015). He said,"it was not easily seen with the naked eye, but under magnification the defect could be visualized. All three failed in use; and that from his experience was highly unlikely. It could have occurred in shipping or processing, but no one noticed. It was a severe bur. The device was not cutting; the bite was not clean; the physician actually had to pull on the instrument. It did not cause any injury to the patients involved, but these instruments are used in a very sensitive area. These devices are used to cut around nerve root, and the dura in the spinal cord. Therefore, he felt there was a potential for injury."

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor j. Jamner surgical instruments.